Manufacturer narrative:
Device evaluation in progress.

Manufacturer narrative:
During device evaluation, the reported event of the tip/angle nut was missing was confirmed. The angle nut was missing due to manual removal from incorrect disassembly technique during tip removal or processing. Per the instructions for use: to remove ultrasonic tip - caution: when removing the ultrasonic tip, do not remove the tip joint. Processing instructions - cleaning and rinsing procedures: remove all detachable components and disposable accessories from the handpiece. Do not remove the tip joint. 8.0 sterilization - sterilization parameters: warnings: prior to cleaning and sterilization, remove all detachable components and disposable accessories from the handpieces. Detachable components include the tip cover, irrigation cover, ultrasonic tip, suction tubing and irrigation tubing. Do not remove the tip joint. Warnings: before assembling the handpiece, inspect each component for damage. Do not use any component if damage is apparent. Before operating the handpiece, verify that all components are fully and securely installed as directed. The device was discarded by the manufacturer following evaluation.

Event description:
It was reported that the threads were scrapped off of the universal handpiece during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully. After return to the manufacturing facility, it was reported during service inspection that the angle nut was missing.

Event description:
It was reported that the threads were scrapped off of the universal handpiece during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully. After return to the manufacturing facility, it was reported during service inspection that the angle nut was missing.